Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned an evaluated by baxter. The identified "powering off close door" was confirmed and reproduced during evaluation. The evaluation found this to be caused by the door hooks being out of specification. The door hooks and latch pins were replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a close door alarm when attempting to power off. There was no pt involvement.